Event description:
The lead was capped on (B)(6)2011. Lead found to have pace/sense conductor fracture, impedance measure> 2000 ohms. The procedure took place at (B)(6)medical center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).